Event description:
After inserting the pin 10-12 cm in the bone, the dr pulled back to remove the handpiece and the handpiece went forward instead of in reverse. The pin fractured in 8 places forcing pieces into the pt's bone.